Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer were hospitalized for two days due to high blood glucose. The customer was treated with intravenous insulin drip in hospital. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that auto mode feature was active at the time of reported high blood glucose event. Customer was assisted with possible causes of high blood glucose. The insulin pump will not be returned for analysis.